Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during preventative maintenance, they could not test rpms the device was too erratic. All calibrations were out of specification, except for reading 30 was in specification. The device was leaking air at swivel. There was no patient involvement. Due diligence is complete, no further information is available.